Event description:
It was reported to the manufacturer that the vns pt has been experiencing migration and pain at the generator site. The pt is currently being scheduled for a surgical consult to get evaluated for the reported events. Good faith attempts to obtain add'l info regarding the reported event are underway.